Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the stent had completely separated from the balloon catheter. The separated stent was not returned for analysis. A visual examination identified that the balloon had not been subjected to positive pressure. No issues were noted with the balloon material. The stent crimp marks were clearly visible on the balloon material. A visual examination identified no issues with the tip of the device. A visual and tactile examination identified no damage or issues with the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred, and the procedure was cancelled. The 70% stenosed target lesion was located in the common carotid artery (cca). A 9.0x30x135 cm express ld vascular stent was selected for treatment. However, during introduction from the aortic arch to the cca, the stent detached from the balloon and the procedure was not completed due to this event. The patient status was stable and there were no patient complications were reported.

Event description:
It was reported that stent dislodgement occurred, and the procedure was cancelled. The 70% stenosed target lesion was located in the common carotid artery (cca). A 9.0x30x135 cm express ld vascular stent was selected for treatment. However, during introduction from the aortic arch to the cca, the stent detached from the balloon and the procedure was not completed due to this event. The patient status was stable and there were no patient complications were reported.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.